Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-13143. It was reported the patient had a controller fault alarm which resulted in a pump stop. Additional information revealed that the patient was seen in the emergency room (ER) for headache, vision disturbances, weakness, abdominal bloating, and leg cramping. A review of the patient chart revealed pump speed 5250 rpm, flow of 3.8, pulsatility index (pi) of 5.8, and pump power of 3.8. The patient had 1 low flow alarm on the morning of (B)(6)2022. While in the ER, the nurse called the vad coordinator informing them about the controller fault alarm and yellow wrench. The vad coordinator was instructed to connect to wall power, but there still was no change. The heartmate 3 system controller was exchanged, resolving the pump stop and the controller fault. The patient was asymptomatic during the pump stop.

Manufacturer narrative:
Manufacturer's investigation conclusion. Evaluation of the submitted log files confirmed low flow events; however, a specific cause for these events could not conclusively be determined through this investigation. A direct correlation between the device and the reported patient conditions could not conclusively be determined through this investigation. Review of the log files confirmed that the controller exchange was the cause of the reported pump stop. The retrieved controller event log file captured seven low flow fault flags resulting in 2 low flow hazard alarms on (B)(6) 2022 and (B)(6) 2022 when the calculated flow dropped below the 2.5 lpm threshold. The patient¿s driveline was disconnected for a controller exchange on (B)(6) 2022 at 20:26:48. A specific cause for the low flow alarms could not be determined through this evaluation. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The submitted lvad event log captured a pump reset on (B)(6) 2022 at 20:33:57, consistent with the reported controller exchange, and the pump ramped back up to speed at 20:33:58. No atypical events were captured. The pump appeared to function as intended. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU, rev. C, lists adverse events that may be associated with the use of heartmate 3 lvas. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for mlp-020817 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 08sep2020. No further information was provided. The manufacturer is closing the file on this event.